Manufacturer narrative:
Device evaluation: the device was returned for investigation in used conditions, without its original packaging. Leak test: sample was tested using a syringe with colored water. Results: during the test, leak was found between luer and tube, only one sample. The complaint is confirmed. The root cause could was determined to be linked to manufacturing process. Root cause is lack of solvent by not following the established procedure. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure (B)(4) "extension set with filter assembly" section 7.0 bond male luer to coil assembly, by quality engineer on (B)(6) 2021.

Event description:
It was reported the device displayed alarm -air in line-. While priming medicine, it does not make it through the extension set and generates high pressure alarm. Extension set was changed and infusion started correctly. No patient injury was reported.